Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the delivery balloon. A taxus express2 3.5 x 24 mm drug eluting stent was attempted to be implanted. The stent was stripped from the delivery balloon and was lost in the right femoral artery. Retrieval of the stent was successful with contralateral arterial access. The procedure was completed with an unk stent. There were no other pt complications.